Event description:
The customer reported via phone call that the some of the times he changes the battery, the insulin pump would alarm failed battery test and the buttons were not responding. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised clean the battery cap and insert a new battery the customer did not receive failed battery test alarm. The customer was advised that the insulin pump would be replaced for possible keypad issues and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarm was noted. The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.